Manufacturer narrative:
The device was evaluated and as stated in section b5 , inspection found intermittent flickering image (blackout) . Damage on ccd (charge coupled device ) unit was observed. The root cause of the damage in ccd cannot be conclusively identified. Based on investigation, the reported issue probable cause could be due to damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device inspection ,intermittent flickering image (blackout) was noted. There was no patient involvement in this reported event.